Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end users daughter states the chair used to have 4 green lights on after a full charge and now only has 2. The daughter states the chair is able to be moved while charging which shouldn't happen.